Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon was ruptured. This failure is likely due to factors encountered during the procedure, such as handling or manipulation during the preparation, initial set-up or during procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon could not be inflated. The procedure was completed another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had burst; therefore, this is now an MDR reportable event.